Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional from the importer report: additional info has been requested, but not yet received. Associated MDR: 1018233-2013-00053.

Manufacturer narrative:
(B)(4). Additional info from the importer report: common device name: ftl; manufacturer: (B)(4). Reporter: (B)(6).

Manufacturer narrative:
Additional information: a & b. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was rectocele, cystocele and stress urinary incontinence. On (B)(6) 2009 the patient underwent coaptite injection for urinary retention under local anesthesia. The complications post mesh implantation were sui, pelvic organ prolapse, infections, chronic pain, painful sexual intercourse and erosion.